Manufacturer narrative:
The customers report of a crack on the infusion set was confirmed. Visual inspection of the sample observed a split in the tubing approximately 90cm from the male luer end of the set (76cm from the smartsite y-site). The split was about 2 cm long and part of the tubing around the split appeared damaged and flattened. Fluid was observed to be leaking from the split during functional testing. The root cause of a crack on the infusion set was not identified.

Manufacturer narrative:
Gtin/UDI number for item 2420-0500, lot 17036431 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the user noticed a crack on the infusion set after it was connected to the patient. The crack is approximately 80 cm from the patient end of the set.